Event description:
Pt was scheduled for LBAP lead revision on a BIV ICD. Lead was initially implanted (b)(6) 2026 and noted in follow up device clinic checks thresholds increased to 4.75v @1.5 ms. And ekg showed no LBAP noted. X-ray was performed and lead had pulled back from original position. LBAP lead that was in LV port of device was shut off back in April due to this. Device was made RV only. Pt has presented to ER (b)(6) with HF symptoms. She was scheduled today for LBAP lead revision. Patient arrived to the OR and stable condition. Dr. (b)(6) explanation the LPA 1231/65 cm serial number (b)(6) without difficulty. He placed New LBAP RV lead placed without difficulty. In assessing defibrillator RV lead we notice R waves were low at 1.2 to 2mv. We decided at this time to replace the RV lead also. It had also lost slack. Dr. Kahn Charla removed RV defibrillator lead 7122Q/58 serial number (b)(6) without difficulty he placed new RV defibrillator lead without difficult. Patient tolerated procedure. Was discharged home later that day. I do not have patients weight; all the values on the defibrillator lead or within normal limits, except for sensing was lower. Patient's information (e.g. age, weight, gender, ethnicity, race, patient's initials) cannot be handled by Abbott in absence of patient's written consent as required by the Personal Data Protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Event description:
It was reported that a patient presented with failure to capture and dislodgement on the left bundle branch lead and Low R wave sensing and lack of lead slack on the right ventricular lead. Heart failure symptoms were noted as a result. The leads were explanted and replaced on (b)(6)2026. No adverse patient consequences were reported.